Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: the pitch cable was broken.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps (tf) cable was broken. The customer used a backup tf instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the tf instrument was inspected prior to use with no issue. The issue occurred when the surgeon was grasping the tissue. The instrument did not collide with any other instrument or tool. There was no issue related to opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist. There was one cable visibly protruding from the distal end of the instrument. There was no fragment falling into the patient¿s anatomy. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.